Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to capture and failure to sense. The dislodgement of the lead was verified by x-ray. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and sense were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could extend and retract by applying torque to the connector pin. The measured full helix extension length was within specification.